Event description:
It was reported that the patient recently had 2 seizures after not having any seizures in the last 4 years. Follow up interrogation by the physician revealed that the device had a battery life between 50-75% remaining. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.